Manufacturer narrative:
The customer flushed the waste line to the needle and per customer, that resolved the leak. After that the instrument was getting low vacuum errors. Bec cts (customer technical support) set up a service call. A field service engineer (fse) went on-site (B)(4) 2011 and indicated that the problems had already been resolved. Fse made minor adjustments and ran 12 old blood samples to verify that there were no issues. No errors were noted. The root cause for this event can be attributed to an obstruction in the waste line to the needle. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) regarding a blood leak around the needle of the coulter lh 750 hematology analyzer and the bellows was filling up. The customer was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the event. No injuries occurred, no exposure was reported and medical attention was not sought.